Manufacturer narrative:
The reported events of high pacing impedance, noise, and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicated insulation damage on the right ventricular lead.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead exhibited noise and high impedance out of range despite multiple troubleshooting attempts. The rv lead was removed and replaced. The patient was stable.